Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A manufacturing representative (rep) states the patient had an impedance check today for upcoming MRI--the automated impedance test was used and it showed elevated impedances. Agent reviewed technical differences between automated/manual impedance check and noted that if the manual check was done and impedances resolved, the MRI eligibility form could be filled out to pursue the MRI scan. No symptoms were reported. Additional information received from the manufacturer¿s representative (rep) reported impedance levels were out of range when running an ¿automatic increase.¿ the cause of the elevated impedances wasn¿t determined, but once they ran an impedance check at 1.0 ma and all were within range.